Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ migration: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right side exchange due to concerns with the product. Healthcare professional later reported "rupture." Healthcare professional additionally reported migration. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side exchange due to concerns with the product, healthcare professional later reported right "rupture". Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken assessed as fold flaw opening. ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ migration : unable to observe since it is a medical event and is not related to the device. Additional observation. ¿ no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a right side exchange due to concerns with the product. Healthcare professional later reported "rupture." Healthcare professional additionally reported migration. Device has been explanted and replaced with non-allergan device.